Event description:
Patient used crest toothbrush 1 applic, 2/day for 14 days beginning 2005 and the head of the toothbrush snapped off and patient swallowed it. Patient choked and felt the head lodged in patient's throat. Patient was taken to the emergency room where an x-ray revealed that the piece was lodged in patient's throat. Patient was then transferred to the children's hospital for surgery and while waiting to be taken into surgery, patient felt something move in patient's throat. A second x-ray revealed the piece was now in patient's abdomen and patient no longer required surgery. The consumer confirmed that the piece had passed and patient had only throat soreness at the time of the report. Past medical history included: allergy - not specified, medical history - none reported. Concomitant medications included: none reported. Exact product used previously: yes. Cleocin was given preventatively due to an abrasion in the back of patient's throat. Patient migh have been scared. Patient complained of pain, pressure and discomfort in the back of patient's throat. Intravenous fluids including an unspecified antibiotic were started.